Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Vascular solutions guideliner; medtronic endeavor stent(x4), jostent graftmaster. Analysis of the returned product noted blood on the balloon, white foil and shaft and contrast in the inflation lumen. This is consistent with advancement of the stent delivery system (sds) into the body. The stent implant was stationary on the balloon between the markers and the tip length met manufacturing criteria. It was confirmed that there were flared struts in the first row of the proximal end of the stent implant (the white foil was damaged at the same location). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. During manufacturing, all stent delivery systems (sds) are 100% visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the information received with this complaint, the reported failure to advance and stent damage appear to be related to operational context of the device and not a product quality deficiency. The other jostent grafmasters are being reported under separate medwatch report numbers.

Event description:
It was reported that during the procedure four non-abbott stents were implanted in the heavily calcified right coronary artery (rca) through a guideliner. After the 4th stent was implanted in the proximal rca, a large perforation was seen. A graftmaster stent (3.5x26) was successfully implanted but there was leaking distal to the stent. The second graftmaster (3.0x19) did not cross the lesion and a strut was lifted. The device was removed without difficulty. A third graftmaster (3.0x16) was implanted distal to the 1st graftmaster but distal leaking continued. Another graftmaster (3.5x16) was implanted and the perforation was sealed. Post-dilatation was performed to all stents and the procedure was completed. There was no adverse patient sequela and the patient remained in stable condition. Though requested no additional information was provided.